Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
On 9/5/96, a pt was undergoing a cardiac arrest and having a iabp placed. The md could not place the balloon to the proper position with the balloon all the way inserted and a 6 inch sheath in completely.